Event description:
Patient has subsequently presented with an infected thr along with a draining sinus. All the components above required removal as a stage 1 of a 2 stage procedure and a cement spacer placed in situ. The solution stem was loose and was easily extracted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.